Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board and wire harness were replaced. No report of patient involvement.

Event description:
The hospital reported the unit had a system failure. There was no report of patient involvement.